Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identification was not working. A technical support specialist (tss) established remote access to the system and updated the software through the software zone. The tss requested a system reboot and reconnected to verify functionality. The tss confirmed that the fingerprint setup was completed successfully and that the bio ID feature was functioning properly. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower biometric identifier was not working. However, there were no delay to patient care and adverse events or injuries reported based on this incident.